Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated sections: b4,g3,g6,h2,h6,h11. The lot # 3000441144 history record review was completed. Based on the DHR/lhr review results, the lot #: 3000441144 has a ncmr. However, this does not contribute to the reported failure mode electrical /electronic property problem. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutter was timing out. They waited for it to reset, and it eventually stopped firing/working at all. No reported issues with power supply. Serial number on power supply is unknown. Unknown if extension cord and adaptor swapped. Opened up another vh-4000 to complete case. No patient effects or delays reported.